Manufacturer narrative:
Date sent to the FDA: 04/12/2011. (B)(4) - pre-absorption occurred. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a mediolateral episiotomy on (B)(6) 2011 and suture was used. Seven days after the procedure, the patient&apos;s wound was open. The suture could be seen and part of the suture was absorbed. The surgeon removed the suture and used a silk suture to close the wound. Currently, the patient is fine.

Manufacturer narrative:
Date sent to the FDA: 05/02/2011. Result: a representative sample of the product was returned for evaluation. The product was inspected and tested for knot pull tensile strength . There were no signs of manufacturing or material defects found. Conclusion: no device failure detected and the product is within specification.